Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found blocked. Details regarding treatment not reported.

Manufacturer narrative:
The pad was received with the needle mechanism assembly deployed. The distal tip of the soft cannula was observed to be kinked. Despite the soft cannula damage, the fluid had no issues traveling the complete fluid path. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported damaged cannula event. Therefore, the cause of the reported damaged cannula event could not be determined. Blood was observed on the adhesive pad and in the reservoir. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed at the end of the pod's runtime. During fluid path testing, the fluid was unable to travel the complete fluid path due to an occlusion of blood in the hard cannula. The occlusion was cleared with a soldering iron and fluid was then able to travel the complete fluid path. Inspection of the hard cannula found no damages or deficiencies that would have contributed to the observed blood.